Event description:
User was alerted by doctors of high creatinine results. Many patients were involved, but exact number of samples, and time period are not specified. Three pt examples were provided. Pt 1, initial result 491.8 umol/l, repeat 91.3 umol/l. Pt 2, initial result 106.4 umol/l, repeat 58.2 umol/l. Pt 3, initial result 439.3 umol/l, repeat 61.8 umol/l. Medical history and clinical status of patients was not provided. No adverse events were reported. The investigational unit was unable to verify the customer complaint. Maintenance actions were performed on the instrument, and an extra wash cycle was installed.